Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with ablation on (B)(6) 2016 and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation'), device expulsion ('coil extends into the myometrium.') And embedded device ('ess and emb / coil extends into the myometrium.') In a 30-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal cyst. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with ablation on (B)(6) 2016. At the time of the report, the endometrial ablation and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with ablation on (B)(6) 2016 and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation'), device expulsion ('coil extends into the myometrium.') And embedded device ('ess and emb / coil extends into the myometrium.') In a 30-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal cyst. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with ablation on (B)(6) 2016. At the time of the report, the endometrial ablation and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received-event medical device removal replace by thecoil extends into the myometrium. , reporter added, date of birth added, insertion date and removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.